Manufacturer narrative:
Not applicable.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as red, burning and open. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the patch due to the skin irritation. Outcome of the irritation is unknown.